Event description:
It was reported that " these don't last through the night. Only for 3-4hours. Has to set alarm clock for every 3 hours to change in order to prevent leakage. Should last longer due to being super-absorbent.".

Manufacturer narrative:
It was reported that "these don't last through the night. Only for 3-4 hours. Has to set alarm clock for every 3 hours to change in order to prevent leakage. Should last longer due to being super-absorbent." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.